Manufacturer narrative:
Complete information patient identifier: multiple = sid58020778, sid58018800. Continued information concomitant medical products = ast, list unknown, lot unknown; urea nitrogen, list unknown, lot unknown; creatinine, list unknown, lot unknown; alkaline phosphatase, list unknown, lot unknown; total bilirubin, list unknown, lot unknown all available patient information was included. Additional patient details are not available. Complete information correction/removal reporting number= 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported that the alinity c analyzer started generating incorrect hdl, urea nitrogen (bun), ast, alt, t. Bili, alk phos, and creatinine results after receiving error code 5745 [r2 pipettor movement restricted at (0) position (1).]. On 29apr2020 the patient results were provided: sid58020778 ultra hdl =<5 / retest = 61 mg/dl; ast = <3 / retest = 27 u/l; alt = <5 / retest =35 u/l; bun = <3 /retest = 11.4 mg/dl; creatinine =<0.20 / retest = 1.05 mg/dl; alkp = <9 / retest =62 u/l; t.bili = <0.1 / retest =1.1 mg/dl; sid58018800 ultra hdl= <5 /retest= 56 mg/dl; bun = <3.0 / retest =13.6 mg/dl; creatinine = <0.20 / retest =0.82 mg/dl. There was no reported impact to patient management. Further review determined the falsely depressed results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.